Event description:
It was reported that this patient presented for routine follow up and when the health care professional (hcp) attempted to interrogate the device with the programmer, a message was displayed on the programmer stating the device could not be found. The hcp tried three different programmers, adjusted the ac power supply, adjusted the wand position, and still unable to interrogate the device. Technical services (ts) was contacted and recommended placing a magnet over the device, therefore a magnet was applied over the device, but no beeping tones were audible. Ts provided additional troubleshooting measures, but device interrogation was still unsuccessful. The hcp requested analysis to be performed. Analysis was unable to confirm the cause of the reported observations and recommended device replacement. The hcp will discuss with the treating physician. At this time, evidence suggests the device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient presented for routine follow up and when the health care professional (hcp) attempted to interrogate the device with the programmer, a message was displayed on the programmer stating the device could not be found. The hcp tried three different programmers, adjusted the ac power supply, adjusted the wand position, and still unable to interrogate the device. Technical services (ts) was contacted and recommended placing a magnet over the device, therefore a magnet was applied over the device, but no beeping tones were audible. Ts provided additional troubleshooting measures, but device interrogation was still unsuccessful. The hcp requested analysis to be performed. Analysis was unable to confirm the cause of the reported observations and recommended device replacement. The hcp will discuss with the treating physician. At this time, evidence suggests the device system remains in service. No adverse patient effects were reported.